Event description:
See attached user facility report.

Manufacturer narrative:
This issue was reported to depuy by our sales representative. There was no adverse event as a result of this situation. The instrument is being retained at the hospital and is not available for evaluation. The device is more than 7-years old and the condition of the prior to breaking in not known. No definitive conclusions can be made. Based on the age of the device the issue was likely related to the application of force over the life of the device resulting in material fatigue.